Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for peritonitis. The cause of the event was unknown. Four days after admission, the patient was discharged from the hospital. Twelve days after discharge, the patient was readmitted to the hospital. Therapy was ongoing. At the time of this report, the patient remained hospitalized and had not recovered from the peritonitis. No additional information is available. This is report 1 of 3

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).